Manufacturer narrative:
All identifying marks, including lot number have been worn from the cable. As a result, we cannot determine age of the cable. A majority of the fibers are broken in the cable thus preventing light transmission. Damage seen is attributed to use of the device.

Event description:
Information provided states that the light cables used has a bulb that is not working. No patient information provided.